Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to improper surgical technique during the knotless mechanism conversion process, misalignment insertion and/or excessive force used during suture passing/tightening /tensioning.

Event description:
On 08/22/2025, a sales representative reported via email that an ar-3680 fibertak button implant system was inserted into the bone during a procedure. After the tendon was whipstitched, the surgeon attempted to convert the shuttling sutures, at which point the anchor pulled out of the bone. To complete the case, the surgeon implanted an ar-2290, which was inserted without difficulty. The patient was not injured as a result of the failure; however, additional anesthesia was administered. No photos or videos were captured to document the device failure. This issue was identified during the procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 08/28/2025: the issue was identified during a biceps tenodesis procedure on (B)(6) 2025. The case was delayed for one minute, with one minute of additional anesthesia administered to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.